Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2014 navilyst medical complaint report was reviewed for the product family of pressure monitoring lines and the failure mode "air bubbles." No adverse trends were indicated. Initial inspection of the returned pressure monitoring line (pml) showed no damage or defects. Microscopic inspection of the luers did not reveal any cracks. The female and male tapers, as well as the female threads were measured and all were found to be within dimensional specification. The device was then air leak tested per navilyst medical procedures, and passed. The reported problem of air entry was unable to be confirmed, as the returned sample was found to be visually and functionally acceptable. It is possible that the end user did not adequately secure the connection between the pml and the transducer. The directions for use provided with the pml contains the caution, "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger-tightened. Over-tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." (B)(4).

Event description:
As reported by navilyst medical's distribution in (B)(6) a hospital has reported that when using a navilyst medical pressure monitoring line, air (and blood backflow) entered the line at the connection to a blood pressure monitoring transducer (not a navilyst medical device). The line was replaced, and the procedure continued. There was no air injection or patient injury. The used device has been returned to navilyst medical.